Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity due to cerebral palsy. The pt began to experience a decreased therapeutic response. In 2000, the pt underwent explantation of the pump. Another synchromed pump was implanted on the same day.